Event description:
Unable to pass guide wire through accustick sheath/dilator. Pt was not effected. After procedure rn tried to pass guide wire through, it did eventually go through but there seemed to be something inside catching on the wire.